Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a transureteroscopic lithotripsy procedure in the ureter performed on (B)(6) 2023. During preparation, it was found that the middle of ureteral stent had fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken. The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the shaft torn. Additionally, the suture was not returned, however, the positioner and straightener were returned. During media inspection, photo shows that the stent shaft and positioner were torn. The reported event of shaft break was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get torn during the preparation, affecting the performance of the device and consistently leading to device being stent shaft torn. For this reason, the as analyze code will be no problem detected. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a transureteroscopic lithotripsy procedure in the ureter performed on (B)(6) 2023. During preparation, it was found that the middle of ureteral stent had fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.